Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of approximately 50 mg/dl. Bg cause was not known. The customer was sleeping, the neighbor work the customer up and provided fruit juice to the customer drink to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.